Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("threatening perforation of the fallopian tube") and embedded device ("right micro-insert had actually migrated/migration of essure device (location of device: coil migrated into uterine wall)") in a 36-year-old female patient who had essure (ess205) (batch no. 622944,622844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: healthcare provider told about her results as her test came back confirmed, no ink got through so it was properly placed. Concurrent conditions included anxiety disorder, depression, alcoholic ((occasionally)) and caffeine (daily). Family history included anxiety ((father & mother)). Concomitant products included fluoxetine hydrochloride (prozac) for depression as well as cilest (ortho tri-cyclen) since 2002. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007 the patient experienced migraine ("migraines/migraines / headaches") and the first episode of depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, 1 year 11 months after insertion of essure (ess205), the patient experienced menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), headache ("worsening of her headaches"), the second episode of depression ("depression"), dysmenorrhoea ("abnormally severe menstrual pain") and uterine pain ("uterus pain"). The patient was treated with surgery (laparoscopic-assisted total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, arthralgia, headache, the last episode of depression, dysmenorrhoea and menorrhagia outcome was unknown, the migraine had not resolved and the vaginal haemorrhage and uterine pain had resolved. The reporter considered arthralgia, dysmenorrhoea, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, uterine pain, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved. The essure was placed in the left fallopian tube three coils were noted to remain within intrauterine cavity. The identical procedure was performed on the right side with eight coils remaining in the "intrauterine cavity. Photographs of the right side also were obtained. Essure coil seen within the cavity (approximately 18 coils counted) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion fallopian tubes both right and left in (B)(6) 2016, ultrasound scan: right micro-insert had actually migrated, threatening perforation of the fallopian tube. On (B)(6) 2005 : CT brain without contrast : impression: normal no contrast CT brain. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter, patient demographic information, lab data,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number 622944,622844, concomitant product, new event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and uterus pain were added.the event migraines / headaches, clubbed, migration of essure device (location of device: coil migrated into uterine wall) and pain with previous event. On 1-mar-2018: follow up one and two processed together : medical records : reporter information and patient information (concomitant, historic and family history) updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("threatening perforation of the fallopian tube"), embedded device ("right micro-insert had actually migrated/migration of essure device (location of device: coil migrated into uterine wall)"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 36-year-old female patient who had essure (ess205) (batch no. 622944,622844 (invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: healthcare provider told about her results as her test came back confirmed, no ink got through so it was properly placed. Concurrent conditions included anxiety disorder, alcoholic ((occasionally)), caffeine consumption (daily), urinary frequency, dyspareunia, hysteroscopy (diagnostic hysteroscopy.), cervicitis (mild chronic.), leiomyoma nos, kidney stone since 2010 and meningitis since (B)(6) 2007. Family history included anxiety ((father & mother)). Concomitant products included fluoxetine hydrochloride (prozac) for depression, cortisone from 2014 to 2015 for pain as well as cilest (ortho tri-cyclen) since 2002, citalopram hydrobromide (celexa) since 2007, hydrocodone from 2007 to 2013, naproxen from 2014 to 2015, ondansetron (zofran) from 2007 to 2010, propranolol since 2013, rizatriptan (maxalt) since 2012, sumatriptan (imitrex) from 2007 to 2013 and topiramate (topamax) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines/migraines / headaches") and the first episode of depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, 1 year 11 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), headache ("worsening of her headaches"), the second episode of depression ("depression"), dysmenorrhoea ("abnormally severe menstrual pain") and uterine pain ("uterus pain"). The patient was treated with surgery (laparoscopic-assisted total hysterectomy and bilateral salpingectomy), surgery (da vinci laparoscopic assisted total vaginal hysterectomy and bilateral salpingectomy), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, arthralgia, the last episode of depression, dysmenorrhoea and menorrhagia outcome was unknown, the genital haemorrhage was resolving and the migraine, headache, vaginal haemorrhage and uterine pain had resolved. The reporter considered arthralgia, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, uterine pain, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved. The essure was placed in the left fallopian tube three coils were noted to remain within intrauterine cavity. The identical procedure was performed on the right side with eight coils remaining in the "intrauterine cavity. Photographs of the right side also were obtained. Essure coil seen within the cavity (approximately 18 coils counted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion fallopian tubes both right and left in (B)(6) 2016, ultrasound scan: right micro-insert had actually migrated, threatening perforation of the fallopian tube. On (B)(6) 2005 : CT brain without contrast : impression: normal no contrast CT brain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea". Batch number:622844 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("threatening perforation of the fallopian tube"), embedded device ("right micro-insert had actually migrated/migration of essure device (location of device: coil migrated into uterine wall)"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 36-year-old female patient who had essure (ess205) (batch no. 622944,622844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: healthcare provider told about her results as her test came back confirmed, no ink got through so it was properly placed. Concurrent conditions included anxiety disorder, alcoholic ((occasionally)), caffeine consumption (daily), urinary frequency, dyspareunia, hysteroscopy (diagnostic hysteroscopy.), cervicitis (mild chronic.), leiomyoma nos, kidney stone since 2010 and meningitis since (B)(6) 2007. Family history included anxiety ((father & mother)). Concomitant products included fluoxetine hydrochloride (prozac) for depression, cortisone from 2014 to 2015 for pain as well as cilest (ortho tri-cyclen) since 2002, citalopram hydrobromide (celexa) since 2007, hydrocodone from 2007 to 2013, naproxen from 2014 to 2015, ondansetron (zofran) from 2007 to 2010, propranolol since 2013, rizatriptan (maxalt) since 2012, sumatriptan (imitrex) from 2007 to 2013 and topiramate (topamax) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines/migraines / headaches") and the first episode of depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, 1 year 11 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), headache ("worsening of her headaches"), the second episode of depression ("depression"), dysmenorrhoea ("abnormally severe menstrual pain") and uterine pain ("uterus pain"). The patient was treated with surgery (laparoscopic-assisted total hysterectomy and bilateral salpingectomy), surgery (da vinci laparoscopic assisted total vaginal hysterectomy and bilateral salpingectomy), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, arthralgia, the last episode of depression, dysmenorrhoea and menorrhagia outcome was unknown, the genital haemorrhage was resolving and the migraine, headache, vaginal haemorrhage and uterine pain had resolved. The reporter considered arthralgia, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, uterine pain, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved. The essure was placed in the left fallopian tube three coils were noted to remain within intrauterine cavity. The identical procedure was performed on the right side with eight coils remaining in the "intrauterine cavity. Photographs of the right side also were obtained. Essure coil seen within the cavity (approximately 18 coils counted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion fallopian tubes both right and left in (B)(6) 2016, ultrasound scan: right micro-insert had actually migrated, threatening perforation of the fallopian tube. On (B)(6) 2005 : CT brain without contrast : impression: normal no contrast CT brain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Concomitant medication added. New event abnormal bleeding added. Outcome of migraines and headaches updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("threatening perforation of the fallopian tube") and device dislocation ("right micro-insert had actually migrated") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), migraine ("migraines"), headache ("worsening of her headaches"), depression ("depression"), dysmenorrhoea ("abnormally severe menstrual pain") and menorrhagia ("abnormally heavy menstrual bleeding"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, arthralgia, migraine, headache, depression, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered arthralgia, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia and migraine to be related to essure (ess205). The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion fallopian tubes. In (B)(6) 2016, ultrasound scan: right micro-insert had actually migrated, threatening perforation of the fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.